Event description:
Report received from spain states: "during the surgery, only with the irrigation in the eye, the eye lost pressure/tone and the pt had injuries because the choroid layer fell. Although the vacuum value is negative when the foot control is not pressed." Additional info has been requested yet not received.